Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer is reporting a discrepancy between the amount left in the syringe and that recorded by the pump, additionally the report suggests that the 1st syringe went through in 3 hours. No additional information received.

Event description:
Reported that fentanyl 500mcg in 50 mls n/saline --- pca dose = 10mcg (drug concentration) therefore pca bolus = 15mcg. (B)(6) 2017 new syringe inserted at 21h20 ¿ programming unknown- unsure over or under dosing in this case - (B)(6) 2017 06h00am syringe had 20mls left. As a result of this incident, patient reported to have been in pain.

Manufacturer narrative:
Additional information: the event log identified that the pca infusion was performed using the drug fentanyl with a concentration of 500mcg / 50ml (10mcg/ml) and with a pca dose of 15mcg (1.5ml). Further details provided by the customer stated that an elite medical syringe 50ml confirmed as a bd plastipak 50/60ml syringe was used during this pca infusion. A sample of the elite medical syringe 50ml syringe was received and when loaded into a syringe module it was possible to select and confirm it as a bd plastipak 50/60ml syringe. Basic testing of the elite medical syringe 50ml syringe when loaded / confirmed as a bd plastipak 50/60ml syringe identified that with the syringe plunger positioned at the 60ml, 50ml, 40ml, 30ml, 20ml & 10ml positions as marked on the syringe barrel the pcu displayed the "available volume" as 59.5ml, 49.1ml, 39.8ml, 29.2ml, 20.0ml and 9.61ml respectively. The event log review identified the first syringe was loaded and confirmed on (B)(6) 2017 at 16:03:18 with a recorded syringe volume of 49.8762ml. The pca infusion was started at 16:05:10 and approximately 4.5 hours later at 20.29.45 a total of 31 pca requests had been made and delivered, however during the delivery of the 32nd pca request the syringe module alarmed near end of infusion. The 32nd delivery was completed and the recorded syringe volume was 1.8762ml. Therefore the total volume delivered during this period was 48.0ml (49.8762ml minus 1.8762ml) which corresponds with the 32 pca deliveries of 15mcg (1.5ml). Details provided by the customer stated that a new syringe was loaded on (B)(6) 2017 at 21:20 and on (B)(6) 2017 at 06:00 the remaining syringe volume was 20.0ml. The syringe volumes extracted from the event log identified that on (B)(6) 2017 21:41:01 a bd plastipak 50/60ml syringe was selected and confirmed which had a volume of 51.1865ml. On (B)(6) 2017 at 06:00 the syringe volume was recorded as 19.6865ml. During this time period a total of 21 pca dose (15mcg) were requested and delivered which equates to a total of 315mcg (31.5ml) which correlates to the syringe volume recorded in the event log (51.1865ml minus 19.6865ml). The event log analysis confirmed that the correct volumes were delivered with respect to the confirmed syringe type, drug concentration and pca bolus. Log review only.

Event description:
The customer is reporting a discrepancy between the amount left in the syringe and that recorded by the pump, additionally the report suggests that the 1st syringe went through in 3 hours. No additional information received.